Manufacturer narrative:
Additional information provided: a company representative and clinical application specialist (cas) both were on site to determine the root cause after optimization attempts. They were not successful in pleasing the surgeon despite the system meeting specifications. There were some observed issues noted: #1 the surgeon¿s cases are quite quick. The cas noted that the surgeon does not open the side-cut before opening the flap nor checking for adhesions beforehand. Spatulas are often used to force the structures apart. The surgeon has surmised that the laser will not change his approach to lasik cases. He has resolved to not using the laser for lasik cases. The company representative and cas have installed an additional different femtosecond laser at the facility to complete suite. The surgeon seems to be content with the new set-up. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete sidecut during laser assisted flap creation procedure. Surgery was completed normally. No patient harm reported.